Manufacturer narrative:
The axium coil has not been returned; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium 3x6 coil could not be detached using the instant detacher (ID-1). The coil felt caught like it was not completely inserted. Two to three detachments attempts were made but without success. Prior to detachment, there were reportedly no issues. A new instant detacher was used and the coil detached and was implanted successfully. The pushwire was removed and did not have any damage. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a 4mm aneurysm in non-tortuous vasculature.